Manufacturer narrative:
Device evaluation summary: device evaluation of battery packs sn (B)(4) and sn (B)(4) is currently underway. The reported problems (battery will not hold charge and battery pack faults) are being investigated. A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the defective battery packs. The patient was issued replacement battery packs. Device manufacture date: sn (B)(4): 02/2010, sn (B)(4): 06/2012.

Event description:
The nurse of a (B)(6) male patient contacted zoll customer support to report that the patient's battery packs were not holding charge. A review of the flag files by zoll customer support also revealed battery faults. The patient was issued two replacement battery packs.